Event description:
Related manufacturer report number: 2916596-2021-01070.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s returned shower bag could not confirm the report of water ingress. The gogear shower bag was returned in lightly used condition with the shoulder strap attached. The external portion of the bag did not reveal any damage or wear to any of the seams, zippers, or fabrics that could have contributed to a potential leak. The bag was mounted in a sink and sprayed directly with water for over 15 minutes. Following the test, no visible water was observed inside the bag and the interior surfaces did not feel wet to the touch. The evaluation of the returned shower bag was unable to reproduce the reported water leak. A replacement bag was requested for the patient. The information provided indicated that no adverse patient consequences, alarms, or functional issues with the left ventricular assist system (lvas) were reported in association with the event. The account also confirmed that the water ingress did not result in any controller damage. Review of the device history record for the shower bag, lot #7256365 showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. These documents state in the ¿caring for wear and carry accessories¿ sections that the user should periodically inspect the wear and carry accessories for damage or wear. These sections further state ¿if an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement.¿ the IFU and patient handbook also provide instructions on using and assembling the shower bag. The IFU further warns that the shower bag must dry completely between uses. After showering, the exterior should be wiped with a clean, dry towel and the bag should be allowed to drip dry completely before being used again. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. PMA/510(k) #:p160054.

Event description:
It was reported that the patient got water inside their shower bag after taking a shower. The shower bag was replaced. No additional information was provided.